Manufacturer narrative:
This unit consisted of a controller, foot pedal, cable and 2 wands. Only a controller, foot pedal, and two cables were rec'd from the customer for investigation. The returned cables and foot pedal were tested and found acceptable. The controller was tested and sent to vendor for repair not related to shock complaint. In addition, the cables and the repaired controller were tested for leakage current. Typical values less than a mili amp of leakage current are considered insignificant. The leakage current from the controller chassis measured 9.7 micro amps and the leakage current around the cable/wand measured 1.5 micro amps. Both values are considered insignificant.

Event description:
"The pt was shocked during surgery." Other equipment was also in use so all equipment being returned to all vendors for check out. Pt's condition is stable, no sequelae reported.